Event description:
A patient reported that segments were missing on their one touch ultra meter. Patient stated they felt dizzy. The issue was not resolved. There was no medical intervention or treatment given. No further information has been reported.